Event description:
Overinfusion found during patient use with no patient injury or medical intervention required. There have been no incident reports filed, since the last baxter service event. No additional information.